Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device will not be returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a 2.0mm humeral drill was used for a right ulna collateral ligament reconstruction procedure. The surgeon was drilling a second hole on the medial epicondyle for a docking technique when the drill bit broke at the point where the threads begin on the device. It was reported that approximately 1.5cm of the drill bit was left in the medial epicondyle of the patient. The case was completed. Follow-up investigation: the surgeon used a 2 mm drill bit to create another hole to complete the procedure. X-rays were taken to locate the broken piece and make an intra-operative decision but pictures were not saved. The device was sitting below the level of the cortex. At the time of the incident, there was no irritation to the soft tissues. The piece was not secured in any way. Remaining portion of drill bit was discarded by the facility.